Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Patient's mother tested the alert functionality and reported the alerts were functional but sounded distorted. Patient's mother did not report any injuries or medical intervention.